Event description:
It was reported that during implant attempt, there was difficult lobe deployment. The blue push tubing would "wrinkle" and the lobes would not deploy. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, but distal conducted was distorted with blood; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.